Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Device evaluation the reported device was not returned to cook inc. For evaluation nor were unused devices from the same lot. Investigation a document-based investigation reviewed the following: instructions for use, quality control, specifications, complaint history, device history records and manufacturing instructions. A review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time. Per the [quality engineering] risk assessment, no further risk reduction action is required however appropriate measures have been initiated to investigate this failure mode. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [mw5080167.pdf].

Event description:
A sus voluntary report, mw5080167, was received on 25oct2018 and reconciled with this case.

Manufacturer narrative:
PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a triple lumen polyurethane central venous catheter (cvc) was placed in the right internal jugular on (B)(6) 2018 for a pericardial effusion. The blue hub was found cracked on (B)(6) 2018. The patient required an additional procedure to remove and replace the device. "The customer mentioned the issue of over tightening and it was pointed out by the hospital staff that is always the blue lumen that is cracking." The device was used to deliver continuous, scheduled and one time dose medications. The line was flushed with heparin as needed. As reported, the patient did not experience any other adverse effects due to this occurrence.